Manufacturer narrative:
Add'l info has been requested. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.

Event description:
Pt instrumented with pangea pedicle fixation experienced slipping of polyaxial screw on the rod following fusions to the upper or lower lumbar spine. According to the surgeon, it is not yet clear if pt will need revision surgery. This is one (1) of three (3) reports submitted on this event.